Manufacturer narrative:
This medwatch is being voided because it is a duplicate.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the needle held during use (end, swage, tip, middle)? What tissue was the needle tip retained in? What size of needle piece (in mm) remains in the patient tissue? Were all the needle pieces removed from the patient? Does the surgeon plan to remove the needle piece from the patient? What is the surgeon opinion as to the causative factor for the needle breakage? Do you have the other half of the needle for evaluation? What are the patient age, weight and medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used. During the procedure, the tip of the needle broke and has not been retrieved. The x-ray was performed but the tip of the needle was not visualized. There were no patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: where was the needle held during use (end, swage, tip, middle)? Unk. What tissue was the needle tip retained in? The needle tip has not been found (neither in the patient nor in the operative field). What size of needle piece (in mm) remains in the patient tissue? The needle tip has not been found (neither in the patient nor in the operative field). Were all the needle pieces removed from the patient? The needle tip has not been found (neither in the patient nor in the operative field). Does the surgeon plan to remove the needle piece from the patient? The needle tip has not been found (neither in the patient nor in the operative field). What is the surgeon opinion as to the causative factor for the needle breakage? Unk. Do you have the other half of the needle for evaluation? The needle tip has not been found (neither in the patient nor in the operative field). What are the patient age, weight and medical history? Unk. What is the current condition of the patient? Fine.